Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that ipg moved on (B)(6) 2022. The issue has resolved. Patient can now charge both simultaneously. Patient's weight was unknown.

Event description:
Additional information was received. Patient mentioned that they had a secondary surgery in february to move the right side of their body implanted device away from the left side of the body implant because the paddles were too wide and would never sync at all, so they moved the implanted devices further than recommended to make sure they were at least 10 inches apart. Patient also mentioned that when they moved the implant in february, the implant site on the right side of the body got all cockeyed and sideways so it sticks out at a weird angle and they always had to press down really hard on it to charge the implanted device. Patient stated they have a perma bruise there, so that could be why they were having a little bit of a hard time connecting. Patient confirmed that they hadn't had this issue with their implanted devices since the revision in february. When asked for event date, patient stated that since their implant date in december, the implants were approximately 2 inches apart and was just barely touching their spinal column on either side, but they were so close together that there was no way to pair them simultaneously because the paddle would go completely around the battery just fine, but if they had both paddles at the exact same time, it felt like the right one was rubbing up against their spine so they went ahead and scooched it over. Patient stated they were very pleased with the reps that were helping them because they went through the trouble of hunting down other individuals who had multiple devices and verifying whether or not they could charge both simultaneously.

Manufacturer narrative:
Concomitant medical products: product ID 97715 lot#/serial# (B)(6), implanted: (B)(6) 2023, product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jan-11: information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Caller states pt has two ins's--one for c-spine and one for t-spine. Caller notes they are both located in the flank and per their guess are approx. 5 inches apart. The caller notes the ins's are far enough apart where the rtm's do not overlap when pt attempts to charge both ins's simultaneously. The caller states the pt has no issues when using their controllers to connect to the ins's simultaneously; however, when the pt attempts to charge the ins's at the same time they are unable to do so and can only charge one ins at a time. The caller notes that the pt's ins's in this instance were 50% and 60% charged when attempting to charge both. The caller states that for some brief period of time, when each controller screen shows the message to place the recharger telemetry module (rtm) over the ins and press 'continue' to charge they can charge both but thi s charging does not last for both. The caller notes that the pt will have one ins charging and the other controller for the other ins will show 'no device found'--the caller indicated that the pt has been trying to press 'retry' so agent noted they should be pressing 'recharge' instead. Agent noted that the caller can try to flip-flop between which is charging and which is showing 'no device found' so they can attempt to get both charging and also consider placing a barrier between the two while charging to see if that helps resolve. The caller will continue to work with pt and agent to pursue potential additional guidance from the team. Agent reviewed ifp regarding 'neurostimulator location' and based on the ifp the systems would appear to be far enough apart, agent did reference legacy labeling where the recommendation is 8 inches. 2024-feb-22: additional information was received from a manufacturer representative (rep). The rep reported that the ins's are too close together. Unable to charge. Right ins moved more lateral. Patient was doing well. Later, rep called in with patient to discuss recharging issues pt has been having since having the right ins moved to a different location. Per rep ever since then pt claims to have not been able to charge the ins since then and that ins has been off since surgery. Rep states they are right over battery, sees poor recharge quality and then it freezes. For the past 20 mins been seeing same thing, finally got to the passive recharge screen where she can see the antenna numbers and it bounces around from 26-48. Reviewed ins may be depleted and need to complete this passive recharge sessions for 10 min up to 3 x. It was noted that they are able to see that battery is in the red. Reviewed importance of recharger telemetry module (rtm) placement, effects of swelling in the pocket area and effect in recharging. Reviewed to consider disable/enable the device, try pt's other rtm to see if same thing happens.

Event description:
Additional information was received. Patient mentioned that they had a secondary surgery in february to move the right side of their body implanted device away from the left side of the body implant because the paddles were too wide and would never sync at all, so they moved the implanted devices further than recommended to make sure they were at least 10 inches apart. Patient also mentioned that when they moved the implant in february, the implant site on the right side of the body got all cockeyed and sideways so it sticks out at a weird angle and they always had to press down really hard on it to charge the implanted device. Patient stated they have a perma bruise there, so that could be why they were having a little bit of a hard time connecting. Patient confirmed that they hadn't had this issue with their implanted devices since the revision in february. When asked for event date, patient stated that since their implant date in december, the implants were approximately 2 inches apart and was just barely touching their spinal column on either side, but they were so close together that there was no way to pair them simultaneously because the paddle would go completely around the battery just fine, but if they had both paddles at the exact same time, it felt like the right one was rubbing up against their spine so they went ahead and scooched it over. Patient stated they were very pleased with the reps that were helping them because they went through the trouble of hunting down other individuals who had multiple devices and verifying whether or not they could charge both simultaneously.

Manufacturer narrative:
Concomitant medical products: product ID 97715 lot#/serial# (B)(6), implanted: (B)(6) 2023, product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep stated that the healthcare provider (hcp) usually implants high on the flank, around the kidney area. In their opinion, the rep believes if it would've been placed in the waist it would've created a natural distance, there would have been more space for the devices. Flank is more of a restrictive area for two devices. Rep said there is nothing in labeling for the distance there should be between the devices. Rep stated that (both reps) did not write anything up regarding a guidance document for physicians. They did not write any guidance. The reps would just call tech services and ask for their support. They were told that the recharging paddles cannot overlap. The rep has not observed this issue before. The rep does have other patients that have two implants but in the other cases they are implanted lower (hip area) and have a little more distance between the devices.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2023 product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.